Event description:
It was reported when using the bd pyxis anesthesia es system disconnected from network and continued after restarting. The customer added that the user was able to remove the medication from another station and there are no pro long delays. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the network cable was damaged. The field service engineer replaced cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.